Manufacturer narrative:
The company rep replaced the inverter board - dc to ac (B)(4). The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
During a preventive maintenance, the company rep observed that the unit's display failed. No pt was involved.